Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 1.3. Pt's therapeutic range: 2.0-3.0 inr. Pt took a dose of coumadin on the same morning of inratio testing.